Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). A review of manufacturing documentation associated with this lot (30316680) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting a lesion on the anterior communicating artery (acom), the 150cm x 5cm prowler select plus microcatheter (606s255x / 30316680) was used to deliver and deploy a pulserider aneurysm neck reconstruction device (anrd) (catalog / lot# unknown). The pulserider anrd was induced to an 8f optimo balloon catheter (tokai medical products) and a sofia¿ 6f intermediate catheter (microvention). There was resistance felt during the induction of the pulserider anrd. After several repeated deployment and position adjustment, the resistance became strong, and the pulserider was confirmed, but no damage was observed. Induction was performed but strong resistance was felt in the microcatheter. Continuous flush was maintained through the microcatheter. It was reported that a new microcatheter was used and the pulserider was induced and it was successfully implanted without resistance. There was no negative impact to the patient, no report of any patient injury or complication. It was reported that a synchro2¿ guidewire (stryker) is another concomitant device used during the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 06-jul-2022. [Additional information]: on 06-jul-2022, additional information was received. The information indicated that nothing was noted to be obstructing the microcatheter. There were no visible kinks observed on the microcatheter. Related to whether there was any resistance friction during insertion of the pulserider device through the microcatheter, there was resistance felt during the induction of the pulserider anrd. After several repeated deployment and position adjustment, the resistance became strong, ¿and the pulserider was confirmed, but no damage was observed.¿ induction was performed but strong resistance was felt in the microcatheter. The information indicated that there was no report that the procedure was prolonged. E.1: initial reporter phone: (B)(6). . The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received the product analysis lab on 05-jul-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure targeting a lesion on the anterior communicating artery (acom), the 150cm x 5cm prowler select plus microcatheter (606s255x / 30316680) was used to deliver and deploy a pulserider aneurysm neck reconstruction device (anrd) (catalog / lot# unknown). The pulserider anrd was induced to an 8f optimo balloon catheter (tokai medical products) and a sofia¿ 6f intermediate catheter (microvention). There was resistance felt during the induction of the pulserider anrd. After several repeated deployment and position adjustment, the resistance became strong, ¿and the pulserider was confirmed, but no damage was observed.¿ induction was performed but strong resistance was felt in the microcatheter. Continuous flush was maintained through the microcatheter. It was reported that a new microcatheter was used and the pulserider was induced and it was successfully implanted without resistance. There was no negative impact to the patient, no report of any patient injury or complication. It was reported that a synchro2¿ guidewire (stryker) is another concomitant device used during the procedure. On 06-jul-2022, additional information was received. The information indicated that nothing was noted to be obstructing the microcatheter. There were no visible kinks observed on the microcatheter. Related to whether there was any resistance friction during insertion of the pulserider device through the microcatheter, there was resistance felt during the induction of the pulserider anrd. After several repeated deployment and position adjustment, the resistance became strong, ¿and the pulserider was confirmed, but no damage was observed.¿ induction was performed but strong resistance was felt in the microcatheter. The information indicated that there was no report that the procedure was prolonged. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No apparent damage was observed. The microcatheter was flushed until water was coming out from the distal end. Then, a lab sample guidewire 0.018 in was introduced into the received microcatheter and it advanced without noticeable resistance/friction. The inner diameter (ID) and outer diameter (od) of the complaint device was confirmed to meet specifications. Considering the evidence described above, the reported issue documented in the complaint regarding resistance / friction could not be confirmed, this condition could not be replicated in the lab setting. Also no damages were found that might have contributed to the reported condition during the procedure. With the limited information available, an assignment of a root cause is not possible. However, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. A review of manufacturing documentation associated with this lot (30316680) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.